Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, h4 manufacture date, d4 unique identifier (UDI)# d1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800. H4 manufacture date: - previous manufacture date: missing, - corrected manufacture date: 10/04/2019. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator logs were downloaded for evaluation. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, volume delivery restricted and peep low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There are no indications of ventilator malfunction during the ventilation period. The root cause of the alarms has not been conclusively determined but they were most probably due to leakage.

Event description:
It was reported that the ventilator during patient treatment, had an insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).